Event description:
An optometrist reported a case of trace dlk (diffuse lamellar keratitis), observed one day after lasik surgery. Reporter informed that no change was made to post op drops again. This is the second of two reports, which will reference this pt's left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).